Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6)-2015 by a physician which refers to a female aged (B)(6). The patient's medical history included hypertension (hypertension) and coronary heart disease (1st degree) (coronary heart disease). On (B)(6)-2015, the patient had pdo threads (10 threads in cheeks and zygomatic area)(face lift) implanted. On (B)(6)-2015, the patient received treatment with restylane perlane (unknown lot) to cheeks and zygomatic area. On an unknown date in (B)(6)-2015, the patient experienced suborbital oedema (implant site oedema) on both left and right side. During a control there was an insignificant reduction of oedema. The patient reported that oedema was increasing in the morning. One week later, on (B)(6)-2015, the patient experienced severe abcess on left side of zygomatic area(implant site abscess). The abscess has been lanced (contents germ-free), and a drain was inserted into abscess. One month later, on (B)(6)-2015, the patient was hospitalized and received antibiotic therapy. The time period of hospitalization is unknown. At the time of the report the abcess on left side of zygomatic area was recovering/resolving.

Manufacturer narrative:
(B)(4): device not returned to manufacturer.